Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-21100. It was reported that an asymptomatic patient presented to the clinic on (B)(6) 2021 with noise on their right atrial and right ventricular leads that led to oversensing. The noise could not be reproduced with isometrics. No intervention was reported. There were no patient consequences.